Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during a stenting procedure to treat a biliary narrowing. According to the complainant, during the procedure, the stent was fully deployed. It was then noted that the stent strut became unravelled. The stent remained implanted and the procedure was completed. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).